Event description:
Customer's daughter reports that a properly seated lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. Customer was using another manufacturer's lancets in the device, which were not fitting into needle carrier properly. Daughter believes this broke the needle carrier. No adverse event reported. A request was made for the return of the product, replacement was sent.